Event description:
A surgeon reported having a patient with decreased vision following bilateral intraocular lens (iol) implant surgery six or seven years ago. The surgeon felt that the decreased vision was caused by a milky or hazy lens. The right iol was explanted. In a follow-up, the surgeon reported that the patient's "symptom has disappeared." There are two medical device reports with this event. This report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested. This report was mailed to FDA on: 02/13/2009.